Event description:
According to the reporter, the device had a piece broken off of the plug in adapter. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.complaint of damaged cord connector was confirmed. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking plastic shell that covers connector pins. Plastic shell has a small chip broken off of the end of the connector. Mdu still passes all functional tests. The complaint investigation has concluded that this unit has succumbed to damage to the end of the cord connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The IFU recommends careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend t he life of the operative hysteroscope. Damage may occur if the user attempts to connect a damaged or defective hand piece to the control unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.